Manufacturer narrative:
Further information was requested, but not received

Event description:
It was reported that a patient presented in an unknown manner with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was reported. The patient was in unknown condition.

Event description:
New information received notes that the event date was 19 apr 2022 and the patient presented remotely. Programming changes were suggested but were not yet made. No patient consequences were noted. The patient weight was unknown and the event occurred elmhurst memorial hospital, and the physician for this event was dr. Cash casey.

Manufacturer narrative:
Additional information: d10- therapy dates should be (B)(6) 2022. Additional information: e1- field should reflect new information of provided facility address and initial reporter. Additional information e2,e3 - field should reflect physician as initial reporter. Additional information: b3- event date should be apr 19, 2022. Additional information: h6- codes should reflect device note being returned due to event resolution on programming changes suggested.

Manufacturer narrative:
Correction h d10: date populated into field should be apr 12, 2022. Correction: b3: field should be not be marked as event date is unknown.